Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) occurred. It was reported that a versacross connect laac access solution was selected for use during a left atrium appendage closure (laac). During the transseptal puncture, it was noted that the versacross rf wire did not track normally into the left atrium (la). Post delivery of watchman device, during routine pericardial sweep, a pericardial effusion was noted around apex of heart and under right atrium, and a pericardiocentesis was done and pericardial drain was placed. The procedure was completed successfully. The patient was hospitalized beyond standard of care and was discharged next day. The device is not expected to be returned for analysis (disposed). No prior effusion was noted prior to the procedure. There is no reason to believe that the versacross wire malfunctioned during the procedure. In the physician's opinion, the versacross rf wire contributed to the event, since during transseptal, it did not track normally into left atrium.